Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system failed to release during a lower extremity arterial stenting procedure. Additionally, there was a problem with the stent release rod observed after the device was withdrawn from the patient. Two images were provided which show the stent was partially deployed inside of the patient and the outer sheath was separated. There was difficulty experienced when removing the device; however, the partially deployed stent was removed from the patient through a pre-curved long sheath. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the superficial femoral artery. The vessel characteristics at the target site included mild calcification, no tortuosity, and 86% stenosis. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight during attempted deployment. Initially, two images were provided for review. The angiographic image shows a stent being partially deployed in the vessel. The second image shows the device removed from the patient and a separation of the outer sheath is noted. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, and insufficient to draw any further conclusions. No actions will be taken at this time. The device was then returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the inner shaft and the outer sheath are separated from the device. The outer sheath presents a kink located approximately 38 cm from the distal end. The hemostasis valve is disassembled. The stent is fully deployed properly expanded without any damages or anomalies. No other outstanding details were observed on the returned device. Functional testing was not performed due to the unit was returned fully deployed with the inner shaft and the outer sheath separated. The separation area of the inner shaft and the outer sheath was evaluated with a vision system observing that the separated material presented evidence of elongations on the edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ is observed in the image provided; however, the device was received with the stent fully deployed, loose in the bag with the stent delivery system (sds). The reported ¿stent delivery system (sds) withdrawal difficulty from vessel¿ cannot be replicated in the lab setting; therefore, cannot be verified. An ¿outer sheath separated¿ condition was observed along with subsequent findings of an ¿inner shaft separated¿. However, the exact causes of the damages noted, and events reported cannot be conclusively determined. The device was returned in poor condition with the inner shaft separated from the sds. Functional analysis cannot be performed due to the condition of the device as received. Elongations were evident on the edges of the separated areas suggesting tensile forces were exerted on the sds. Based on the information available for review, procedural factors, vessel characteristics and handling of the device during the procedure likely contributed to the events reported as evidence by the analysis and condition of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system failed to release during a lower extremity arterial stenting procedure. Additionally, there was a problem with the stent release rod observed after the device was withdrawn from the patient. Two images were provided which show the stent was partially deployed inside of the patient and the outer sheath was separated. There was difficulty experienced when removing the device; however, the partially deployed stent was removed from the patient through a pre-curved long sheath. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the superficial femoral artery. The vessel characteristics at the target site included mild calcification, no tortuosity, and 86% stenosis. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight during attempted deployment. The device will be returned for evaluation. Addendum: the delivery system was returned completely separated.